Event description:
It was reported that the healthcare provider (hcp) was "concerned about leak at catheter/pump connection." It was added that a dye study was done and "no flow was determined;" hcp suspected "leak." The pump and the catheter were removed. The reason for removal of the catheter was noted as "break/tear/hole." Pump contained saline.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter revealed the sutureless connector had coring, tears, and cuts in the seal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter model: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.